Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged yeast infection requiring medication is related to the v.a.c.® drape. A device evaluation and a device history record review could not be performed. Device labeling, available in print and online, states: device labeling, available in print and online, states: warnings: infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. V.a.c.® dressing general guidelines: dressing changes: wounds being treated with the 3m¿ v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48 - 72 hours but not less than three times per week, with frequency adjusted by the healthcare practitioner as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48 - 72 hours taking into account local and systemic signs of infection. The dressing change intervals should be based on a continuing evaluation of wound condition and the patient's clinical presentation, rather than a fixed schedule. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 22-dec-2023, the following information was provided to kci by the patient's family member: patient had a yeast rash and some skin break down allegedly due to the v.a.c.® drape. V.a.c.® therapy was placed on hold and patient was prescribed a cream to resolve the yeast rash. On 27-dec-2023, the following information was provided to kci by the nurse: the patient was prescribed nystatin ointment for a yeast infection to his lower leg. Wound is to his heel, but dressing is bridged to his lower leg. Due to the duration of therapy and the patient not having full sensation to the area, a rash was able to develop. Nurse confirmed that the patient is responding well to the treatment and v.a.c.® therapy will be resumed as soon as the rash has cleared. On 02-jan-2024, the following information received via clinical records from the wound care nurse were reviewed: on 19-dec-2023, the patient was seen for wound evaluation. Over several weeks the patient developed a rash to the right lower leg and ankle that has increased. The patient is unable to feel itchiness due to insensate below the waist. Nystatin ointment was prescribed and v.a.c.® therapy was placed on hold. The v.a.c.® dressing type and lot number were not provided, and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.